Event description:
It was reported that the batteries had corroded in the external pulse generator (epg) and the epg was unable to power on with new batteries. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of corrosion in the epg and it was noted that the battery spring was contaminated. Analysis was unable to confirm the customer comment that the epg was unable to power on with new batteries. The epg passed all incoming functional tests and powered up on bench when known good batteries were inserted. All knobs were turned slowly over entire range and each button pressed when checking for proper operation with no anomalies observed. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.